Manufacturer narrative:
The company service representative examined the system and observed that the lamp bulb exceeded its max life. There was system message (sm) [the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service]. The xenon lamp was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the xenon lamp, which exceeded its rated life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the lamp failed when ignited for a vitrectomy. This occurred before the procedure. Port 3 and 4 were used to complete the procedure. There was no patient harm.